Event description:
It was reported that during the procedure, measurements were not possible on the right ventricle (rv) lead due to the noise. The lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable.